Event description:
Patient received a burn compatible with rle resting against diacor mr-tek350 stainless steel portion of stirrup. Ref# metk3100 during MRI (1.5 tesla cannon vantage titan machine). Patient underwent epidural for high dose radiation procedure which required patient's bilateral lower extremities to be positioned in diacor stirrups. Patient was taken to MRI for verification of needle placement. Following hdr procedure, nursing staff noticed wound to patient's right outer thigh. Area was red with a large white/blanched area in the center resembling a burn. Patient returned for 1 week follow up to hdr procedure on (B)(6) 2025 and reported worsening of wound. Patient is requiring care at advanced wound care center. Per MRI safety officer patient experienced "MRI burn" from touchpoint of rle with stainless steel component of zephyr stirrup hinge. Patient with epidural for hdr procedure and likely did not experience sensation of "burn" or pressure during MRI testing. Pt-2696. Device-2919, 4001. Reference report: mw5180429.

Event description:
Additional information received from the reporter on 12/31/2025 for report number mw5180428 to correct the manufacturer. This is correction to report mw5180428. Patient received a burn compatible with rle resting against (B)(4) mr-tek350 stainless steel portion of stirrup on zephyr table while in cannon vantage titan 1.5 tesla MRI). Correct manufacturer of stirrup should be kyra medical and not (B)(4). (B)(4) is the vendor.

Event description:
Additional information received from the reporter on 12/31/2025 for report number mw5180428 to correct the manufacturer. This is correction to report mw5180428. Patient received a burn compatible with rle resting against (B)(4) mr-tek350 stainless steel portion of stirrup on zephyr table while in cannon vantage titan 1.5 tesla MRI). Correct manufacture of stirrup should be kyra medical and not (B)(4). (B)(4) is the vendor.